Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip-02534396. Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none, ip-02534398. Device property of: none, device in possession of: none.

Event description:
It was reported that a patient underwent a c-section procedure in 2025 and suture was used. During the procedure, medical team (maternity medical manager) reports that he and other teams noticed a difference in the structure of the sutures (thinner) than usual. The same questions whether there was any change or change in our making, such as: thread lock, closure, composition. Or something that may have this perception noticed by them. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: d9, h3, h4, d4. Lot, UDI, and sample analysis were previously reported incorrectly. No sample was returned for analysis. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code vcp352h. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The diameters of the sutures were measured, and the results met the requirements. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no anomalies were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H3 investigation summary: according to the information received, it was reported pull off - suture needle. The product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code vcp351h. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The diameters of the sutures were measured, and the results met the requirements. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no anomalies were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.